Event description:
Pt underwent total knee arthroplasty in 2001. Pt reportedly returned to physician where it was discovered that the locking bar component had fractured. Revision surgery replaced tibial bearing and locking bar component in 2003.